Event description:
A malfunction was reported on the tandem pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support arranged for the pump to be replaced, confirmed that the device was under warranty, and provided instructions for using a manual insulin delivery method to ensure continuity of therapy.